Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform ((B)(4)) lcd display screen is hard to read. The customer was able to see the clinical information but it was challenging. No patient consequences were reported.

Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform having a defective display screen was not confirmed during archive review and initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. The platform is working as intended for use. As a precaution measure, the processor board and lcd were replaced to avoid the re-occurrence of the reported complaint and intermittent blank screen issue noted during functional testing which is unrelated to the reported complaint. During visual inspection, damaged bottom enclosure, top cover and battery lock were noted. No problem was noted in the archive. The platform failed the initial functional testing due to the platform displayed blank screen when powered on which is unrelated to the reported complaint. The platform was powered off/on and the observed fault went away. The customer reported complaint for display screen hard to read was not confirmed. The display screen is working as intended for use. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. Bottom enclosure, top cover and battery lock were replaced, after which the platform has passed all the final testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).